Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a follow-up, the right atrial lead exhibited noise due to damage that occurred in a valve replacement procedure. Multiple inappropriate false auto mode switch (ams) episodes were observed as a result of the atrial lead noise. Programming changes were made in the clinic on (B)(6) 2019. The lead will continue to be monitored and will be replaced when the device reaches the elective replacement indicator (eri). The patient was asymptomatic throughout the event.